Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was unable to bring up any information with the display button and was unable to perform a self test despite the green light remaining lit. This occurred after switching from the mobile power unit (mpu) to battery power. The patient was urgently seen in the clinic and interrogation of event history showed "replace pocket controller". Log file analysis captured controller internal faults, referencing an lcd issue. The pump continued to provide support during the events. The controller was exchanged successfully and the alarms did not reoccur.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a blank lcd display was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was submitted for review and another was downloaded for review. A review of the submitted log files showed overlapping events spanning approximately 3 days (28dec2021 ¿ 30dec2022, and 11jan2022 per timestamp). Events captured on 11jan2022 took place in the testing labs at abbott. Controller internal fault alarms coincident with lcd_com faults were active on 29dec2021 from 22:35:54 through the end of the log file. The driveline was disconnected on 30dec2021 at 14:03:57 and the controller was shut off at 14:04:44. There were no other notable alarms active in the log file. Pump operation was not affected. A functioning lcd display printed circuit board (pcb) was placed in the controller and the controller was able to function as intended. Circuit analysis was then conducted on the lcd display pcb. The lcd display was replaced, components u7 and d10 of the lcd pcb were replaced and the issue was not resolved. During further testing, the pcb was accidentally shorted to ground and was damaged beyond repair in order to continue troubleshooting. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including replace controller alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to store, maintain, care for equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.